Manufacturer narrative:
The reported complaint of a mid01 (post watchdog) error message with the returned thermogard console (sn (B)(4)) was not reproduced during functional testing, but was confirmed during event log review. Multiple mid:01 error messages were observed on the reported event date of (B)(6) 2018. The thermogard console was manufactured in 2012 and has exceeded its expected service life of 5 years. There were no errors or faults observed during functional testing. Unrelated to the complaint, the saline bag hook and lid pumpers were found damaged and saline spill was observed inside the system's case and on rear brackets. An annual preventative maintenance was performed. Damaged and missing parts were replaced and upgrades were completed. The console passed functional testing and the burn-intest with no issues found. The console performed within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard console with (B)(4).

Event description:
During routine check (service), the thermogard console (sn (B)(4)) displayed a mid01 (post flash) error message. The user was unable to clear the observed error message. No patient involvement.